Manufacturer narrative:
(B)(4).

Event description:
It was reported on 07/22/2016 that the patient is having his device explanted due to infection. The patient was recently implanted with his first vns device on (B)(6) 2016. The patient underwent generator explant of the vns on (B)(6) 2016. Design history records for the generator and lead were reviewed on 07/27/2016 and it was confirmed that both devices were hp sterilized prior to distribution into the field.